Manufacturer narrative:
The product involved in the event is said to be available but has not been received yet. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard hi guard ultra full coverage boot, universal. The complaint halyard hi guard ultra full coverage boot, universal, part number 69572 is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). Supplier corrective action request (scar) was submitted to the manufacturer on june 8, 2026. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The anti-slip strips detach from the boot cover, compromising the traction of the practitioner.